Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updates fields: d1, d3,g1, and g3.

Event description:
The user reported conflicting result with the binaxnow covid-19 antigen self test on a direct tested nasal kitted swab. The user states that the initial binaxnow test provided negative results. Repeat testing was performed with negative results. The user states that a third test was performed with an unknown test type providing positive results. The patient was advised by physical to quarantine. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 160521 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 160521 and device part number 195-430h / lot 150417. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 160521 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the interpretation of the result or the specific patient sample.